Manufacturer narrative:
The device was returned for analysis. A visual and tactile examination of the balloon identified that the balloon was creased and there was some blood visible inside the balloon. The stent was not received for analysis. The tip section of the device was lightly inverted into the distal end of the balloon. A visual, tactile and microscopic examination identified multiple kinking along the hypotube. The device was received in two sections as a result of a break in the midshaft extrusion at the guidewire exit port. The distal extrusion identified that the extrusion was severely stretched and necked down along both sections of the break. A microscopic examination of the balloon material identified no tears or holes in the balloon. However, there was a large build-up of solidified blood inside the balloon. Due to the condition of the returned device, it was not possible to inflate the balloon in order to test inflate/deflate functionality. A microscopic examination of the tip identified no damages. The balloon was extending towards the tip which was inverting the tip into the distal end of the balloon.

Event description:
It was reported that removal difficulty and balloon detachment occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 5.00 x 32mm synergy megatron was advanced for treatment and deployed. The balloon was fully deflated. However, during the procedure, even though the balloon was fully deflated, the physician had difficulty removing the balloon. When the balloon was pulled back, the balloon was partially detached from the shaft. The stent balloon, wire, and guide catheter had to be removed as one unit. The procedure was completed with no patient complications were reported.

Event description:
It was reported that removal difficulty and balloon detachment occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 5.00 x 32mm synergy megatron was advanced for treatment and deployed. The balloon was fully deflated. However, during the procedure, even though the balloon was fully deflated, the physician had difficulty removing the balloon. When the balloon was pulled back, the balloon was partially detached from the shaft. The stent balloon, wire, and guide catheter had to be removed as one unit. The procedure was completed with no patient complications were reported.